Event description:
According to the reporter, the device's plastic cap could not be removed and could not be used. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.